Event description:
It was reported the insufflation unit pressure was set to 15 and the flow was at 8 liters. The insufflation unit was started and continued to read zero despite the patient's abdomen inflating to a high distension. The issue occurred during a laparoscopic appendectomy procedure. The procedure was not significantly prolonged. The therapeutic procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The subject device was not returned to legal manufacture however, based on the results of the investigation, it is likely the following led to the malfunction: tube clogging. Olympus will continue to monitor field performance for this device.